Event description:
It was reported that at a refill on the event date, a pocket fill occurred. The health care provider (hcp) had performed the refill under ultrasound. The first several milliliters of medication were injected without incident and then ¿it felt like¿ the last two milliliters ¿got stuck¿. At that point, the hcp looked at the ultrasound, while the needle was still in, and they could see fluid coming up out of the septum and fill up in the pocket. The hcp called 911 immediately. Within five minutes, the patient passed out and had to be ¿bagged¿. Narcan was administered with little response. The patient had been in the emergency room/intensive care unit/critical care since then. It was reported the hcp had went back into the reservoir and aspirated what he could, the reporter was unsure of how much drug if any they were able to aspirate. The hcp then filled the pump with saline and stopped the pump. It was noted the patient was thin. The hcp reportedly felt the needle touching the needle stop during the refill per protocol. The hcp did 400 to 500 refills every month and was very experienced. He did all refills under ultrasound. A print report was provided following shutting off the pump and changing the medication to saline, nothing abnormal appeared in the logs. The reporter was not certain but believed the drug had been morphine. Later the same day, it was clarified the device had delivered hydromorphone, clonidine and morphine. It was reported the initial report of the hcp telling the device manufacturer representative that resistance was encountered when 18ml was reached was incorrect. The hcp was mixing up patients because he did so many refills. The hcp reported he encountered no problems when refilling the patient. It was reported when the hcp had reached 15ml, he could see fluid coming out of the septum and the needle was still in place and he pushed the final 5ml. The hcp removed the needle and the pump continued to leak from the septum. The hcp was unable to aspirate any of the fluid that was in the pocket. The patient was given oxygen. At that point, 911 was called and the narcan was administered. At that point the patient as reported passed out and was in critical care ¿for a day or so¿. The patient was to be discharged the day following the report date. It was reported the patient ¿seems to be doing okay now¿. It was noted the patient was ¿nearing the end¿ due to a terminal condition and therefor the pump was not to be refilled or used. As reported, the patient was very thin and ¿they could see a bump under the skin that continued to grow during this situation¿. Telemetry strips were provided. The dose per day of morphine was 14.769mg, of clonidine was 147.69 micrograms and the hydromorphone was 4.1354mg.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).